Event description:
The customer stated it is difficult to breathe in because of the 3 layer thickness. Additional information was requested about this incident but not received. No further information provided.

Manufacturer narrative:
The product involved in this complaint was not returned. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned

Manufacturer narrative:
The product involved in the event was not returned for evalation. The investigation was performed per information provided by the customer. A sample, photo or lot number was not available to perform an evaluation. We were unable to review the device history record for this complaint given the reporter did not provide a complaint lot number. We reached out to the customer for additional information and the reporter has not responded. Based on the information available and investigation performed, a root cause was not identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or caused serious injury. H3 other text : device not returned.